Event description:
The customer reported via phone call being hospitalized due to diabetic ketoacidosis and unexplained high blood glucose. The customer stated that the insulin pump experienced a battery issue and that there may have been a kink in the infusion set tubing. The customer's blood glucose was 682 mg/dl. Upon admission, the customer's blood glucose was stabilized and she was discharged after two and a half days. She stated that she wore the insulin pump the entire time she was hospitalized. She stated that she changed the infusion set and her blood glucose started coming down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-58470.